Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (strip lot number 24645631), is related to case with patient identifier (B)(4) (strip lot number 24642931).

Event description:
It was reported the customer received the following results on the active system with two different test strip vials within 10 minutes: 264 mg/dl (strip lot number 24645631) and 34 mg/dl (strip lot number 24642931). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (strip lot number 24645631), is related to case with patient identifier (B)(6) (strip lot number 24642931). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.